Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. An actual sample was returned for evaluation. A visual inspection has been performed with the naked eye and microscope, a crack light blue main body was noted. A leak test, clear passage test, and clamp function test were performed with no issues noted. The reported problem was identified during evaluation but the cause could not be determined. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that a patient observed a crack on the clamp of their transfer set. There was no serious injury or medical intervention at the time of this report. No additional information is available at this time.